Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Functional testing found the device would only power on in low mode with the original battery pack but powered on and functioned normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: japan.

Event description:
It was reported that before surgery, the unit would not spray all. During product evaluation and visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete; no further information is available. There was no adverse event associated with this malfunction.